Event description:
The patient reported they believe they were having an allergic reaction to their implant as they had an all-over body rash/hives. The patient also reported their hands and ears were itching, and they had heart burn. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).